Event description:
On march 31, 2010, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ping meter read inaccurately high. The patient manages her diabetes with an insulin pump. The patient indicated that the alleged issue started around (B) (6), 2010, at an unspecified time. The patient reported meter readings of "389 and 289 mg/dl." The date(s)/times of the reported readings were not provided. Based on the meter readings, the patient reportedly took a bolus dose of insulin (unknown type). The patient claimed that at an unspecified time after taking the insulin, she developed symptoms. The patient reported symptoms of shakiness, sweating, fatigue, and weakness. It would have been helpful to know the following information: the patient's testing frequency, her medication and diabetes management regimens, what her last meter reading was before the symptoms developed, what actions the patient took based on the last meter reading, and what date/time and last reading was obtained. In addition, it would have been helpful to know what date/time the symptoms developed, what actions the patient took before and after the symptoms developed, and if she tested her blood glucose while feeling symptomatic. The patient reportedly performed a control solution test that passed. The test strips and control solution were replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with severe hypoglycemia after taking insulin based on a meter reading.

Manufacturer narrative:
Lifescan (lfs) has reqeusted return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.